Event description:
This is a spontaneous case report received from a female consumer of unspecified age in united states on 15-aug-2013 who had essure (fallopian tube occlusion insert) inserted and experienced pain all the time, unable to have sex due to pain, and states that right coil was pushing out of my right tube. Consumer reported as medwatch mw5030761. No information was given on consumer's history, past drugs, concurrent conditions or concomitant medication. In 2008 the consumer had essure (fallopian tube occlusion insert) inserted for permanent birth control. It was not reported whether essure was used previously. Consumer states that she had essure put-in in 2008, and that, by 2010, she was in pain all the time and was told that she had graves. In 2012 she was unable to have sex due to pain, and on 2013, her doctor did a hysterectomy and found that her right coil was pushing out of the right tube and had to remove it along with her right ovary as well as her uterus. Reporter causality was not reported. This case was converted from the conceptus database into (B)(6) on 25-sep-2013. The medical content of the case was not changed. Follow-up information received on 18-aug-2015. This follow-up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015 ((B)(4)). She stated that about a week after insertion she I was told she had an infection seemed like no big deal at the time. About a year later she got what the flu that seemed to not want to go away. After several weeks of not feeling well she went to the doctor's office for some test. After testing she was told she had graves (interpreted as graves's disease). She also started having bad periods and was treated for autoimmune and even tested for fibromyalgia as a possibility. She started trying different meds for depression and or anxiety. Fast forward to summer/ fall of 2012 she started having lots of pain with intercourse. After several months of this she went back to her doctor and he talked about her options and about something called tubal syndrome and his opinion was hysterectomy (he planned to remove uterus and essure coils and well as her tubes). Her surgery was in (B)(6) 2013 and during surgery the doctor found that her right essure was sticking out of tube and attached to her right ovary; it was also all inflamed and needed to come out as well. It has been 3 years since her hysterectomy and most of her issues were gone. She started menopause early. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. A week after insertion, she was told she had an infection (interpreted as post procedural infection). After some test she was told she had graves (interpreted as grave's disease). Approximately, two years after insertion, the consumer started experiencing pain all the time (chronic pain) and several months later, she had a hysterectomy and removal of fallopian tubes and coils. During the surgery the physician found that the right essure was sticking out of tube and attached to her right ovary (device dislocation). This ovary was inflamed (oophoritis) and was removed too. These events are serious due to their medical importance and the chronic pain is also serious due to required intervention. The post procedural infection, chronic pain and device dislocation are listed while the other events are unlisted events in the reference safety information for essure. In this particular case, the infection started a week after insertion. Considering this suggestive temporal relationship and lack of alternative explanation, this event is assessed as related to essure procedure. Also, the essure attachment in right ovary is considered related due to the nature of this event and since the inflammation in the right ovary could be a consequence of the coil's attachment in the ovary, the oophoritis is assessed also as related to essure. In contrast, given the localized action of essure in the fallopian tubes, it is unlikely that essure would cause grave's disease and thus unrelated to essure despite the compatible temporal relationship. This case is regarded as incident since a device removal was required. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 13-sep-2015 (ptc result) and 15-sep-2015: consumer had hashimoto's. Also reported that the right coil was perforated through her tube and ovary was kind of attached (previously reported as sticking out of tube and attached to right ovary), so physician had to take her ovary was well. Ptc (product technical complaint) was received. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported lack of efficacy and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. A week after insertion, she was told she had an infection (interpreted as post procedural infection). After some test she was told she had graves (interpreted as grave's disease). Approximately, two years after insertion, the consumer started experiencing pain all the time (chronic pain) and several months later, she had a hysterectomy and removal of fallopian tubes and coils. During the surgery the physician found that the right essure was sticking out of tube and attached to her right ovary (device dislocation). This ovary was inflamed (oophoritis) and was removed too. These events are serious due to their medical importance and the chronic pain is also serious due to required intervention. The post procedural infection, chronic pain and device dislocation are listed while the other events are unlisted events in the reference safety information for essure. In this particular case, the infection started a week after insertion. Considering this suggestive temporal relationship and lack of alternative explanation, this event is assessed as related to essure procedure. Also, the essure attachment in right ovary is considered related due to the nature of this event and since the inflammation in the right ovary could be a consequence of the coil's attachment in the ovary, the oophoritis is assessed also as related to essure. In contrast, given the localized action of essure in the fallopian tubes, it is unlikely that essure would cause grave's disease and thus unrelated to essure despite the compatible temporal relationship. This case is regarded as incident since a device removal was required. Based on the available information, there is no relationship between the reported lack of efficacy and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.